Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug-eluting stent was intended to be used in the lad. It was reported that the stent malfunctioned before insertion and the stent could not be inserted into the lad.

Manufacturer narrative:
It has been confirmed that there is no malfunction associated with this event. If information is provided in the future, a supplemental report will be issued.